Manufacturer narrative:
18-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads have kept falling off...end up in mouth - oral-b [device breakage] brush heads...keep coming loose - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b toothbrush heads kept falling off of the oral-b genius x 20100 toothbrush while she was brushing and then ended up in her mouth. No injury was reported. 31-aug-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush heads kept coming loose. No injury was reported. 15-sep-2023 case update from information initially received on 13-sep-2023: the suspect product lot was bh93841641. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have kept falling off...end up in mouth - oral-b [device breakage] . Brush heads...keep coming loose - oral-b [device connection issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush heads kept falling off of the oral-b genius x 20100 toothbrush while she was brushing and then ended up in her mouth. No injury was reported. 31-aug-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush heads kept coming loose. No injury was reported. 15-sep-2023 case update from information initially received on 13-sep-2023: the suspect product lot was bh93841641. No injury was reported.